Event description:
It was reported that the left ventricular (lv) lead dislodged one day after implant. Multiple attempts were made to reposition the lead but it repeatedly dislodged. The lead was explanted and was replaced with a competitor lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2011 (B)(6), 6935m implantable tachy lead 2012 (B)(6). (B)(4).